Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the reported unknown needle mechanism failure. The downloaded data shows that the device generated an 0x33 alarm, indicating the pod timed out while waiting for input from the user. Investigation found no defects or deficiencies that would contribute to a communication error. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. No communication error occurred during this test.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure or hyperglycemia reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl. The pod was worn between 4 and 24 hours on the back. It was noted that the pink slide did not move forward, but the cannula was visible. Hyperglycemia treated with a new pod.